Manufacturer narrative:
Updated: b5, d8, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the investigation found that due to shortcut of circuit board unit, error e218 (scope malfunction error) occurs. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on plug unit, the image is not displayed. Based on the results of the investigation and historical data, reasonably known information, including component damage or degradation, environmental issues like dust/dirt/humidity, optical issues, thermal issues, and electrical issues such as signal loss or circuit breaks. The most probable cause of this complaint is anticipated or random component failure, not a design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovidescope exhibited a loss of image during inspection for use. There were no reports of patient harm.